Event description:
Customer reported blood glucose results of 260 mg/dl and 243 mg/dl on the advantage system, 99 mg/dl on a professional system, all within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.